Event description:
(B)(6) clinical study. It was reported that subsequent to a coronary stenting procedure the patient experienced stable angina pectoris. The target lesion was located in the proximal right coronary artery (rca). The physician implanted an unspecified size taxus liberte stent in (B)(6) 2009. In (B)(6) 2013, the patient was diagnosed of stable angina pectoris and was hospitalized on the same day. The 98% stenosed target lesion was an area of instent restenosis of the previously implanted stent in the proximal rca with a reference vessel diameter of 3.50mm and a length of 13mm and timi flow 2. A target lesion revascularization was performed with implantation of an unspecified stent with 25% residual stenosis and timi flow 3. The patient's condition was considered improved and was discharged 4 days post-procedure.

Manufacturer narrative:
Device is a combination product. It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).